Manufacturer narrative:
Returned for evaluation was 65cm nevertouch laser fiber. A visual review of the fiber noted a bend (fracture) located 2cm from never touch sheath lock fitting. The customer's reported complaint description of a bent (fractured) fiber is confirmed. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of manufacture. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. A definitive root cause for the reported complaint description cannot be determined, however, a possible contributing factor could be due to user technique. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 20cm." Although this theory cannot be definitely determined, it does not appear to be design or manufacturing related. Adequate process controls are in place to detect this failure. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on september 14, 2017: when prepping for an endovenous laser procedure, it was noted the laser fiber was bent/fractured when removing it from the sterile packaging. The device was set aside and a new of the same device was used to complete the procedure. It was reported the disposable device is available for return to the manufacturer for a device evaluation.